Manufacturer narrative:
Driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Review of the controller log files could not be performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable by the clinical specialist revealed lifting of the previous driveline strain relief and driveline sheath repairs, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. There is no evidence to suggest that a device malfunction caused or contributed to the related event. Based on the available information, the most likely root cause of the driveline sheath repair damage may be attributed to factors such as improper handling and/or normal wear over time. Based on the available information, the most likely root cause of the driveline strain relief repair damage may be attributed to factors such as improper handling and/normal wear overtime. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the site that the patient's wife called the site on (B)(6) 2016 to inform them that they will be going on vacation at the end of the month and she would like the patient's driveline looked at because the previous repairs were starting to come unraveled. A manufacturer representative visited the clinic on (B)(6) 2016. It was stated that upon assessment, the previous repairs had been done with older 1¿ rescue tape and some of the tape was starting to peel back. It was stated that the patient and spouse denied any alarms, and vad coordinator stated that there were no alarms on interrogation. It was said that the old tape was removed starting proximal to the patient and moving toward the distal end of the driveline. Multiple areas of cracking were noticed as the tape was being removed, but silicone sleeve and wires were all remained intact. It was said that the silicone strain relief had partially separated from the metal driveline connector and it was repaired as per protocol. Repair of the distal end was performed again due to the nature of the cracks and adhesiveness of the old tape. Following the repair, the driveline cover was able to be moved over the repair site. There were no associates pump stops due to the repair and no reported consequence or impact to the patient. No further information was provided.